Event description:
It was reported that the device failed to deliver a shock to a pt in cardio-respiratory arrest. It was stated that the device reported a shockable rhythm and the shock button illuminated, but the device failed to deliver a shock when the button was pressed.

Manufacturer narrative:
Add'l pt details have not been provided by the foreign reporter at this time.